Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device never triggered replacement indicator while implanted. A longevity calculation was completed and confirmed this device did not last as long as expected. Additionally, a high current drain was detected. The device case was opened to facilitate analysis of the internal components. Detailed analysis confirmed the identified high current drain was a result of one or both the v220 capacitors go leaky.

Event description:
Boston scientific received information that this pacemaker has depleted quicker than expected. An engineering analysis was performed and it was found that the power consumption of this pacemaker has been increasing. Because the power consumption has been increasing and not leveled off an accurate longevity calculation can not be made. The device is experiencing a product performance issue and they should consider replacing it and returned it for detailed analysis. This pacemaker was explanted. No additional adverse patient effects were reported.